Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), UDI#: (B)(4). Note: this report references events in regulatory report 3004209178-2015-09585 because this event involved two different systems. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient thought that they weren¿t getting the amount of power that they needed in the last couple of weeks prior to the report. There were no reports of falls, trauma, or emi interference. The patient tried to adjust the settings but the therapy issue did not resolve. In the end, an appointment was scheduled for (B)(6) 2018 with the patient¿s healthcare professional (hcp). There were no reports of device issues or allegations. There were no further complications reported or anticipated. Additional information was reported that the patient had lost therapy. An impedance check was done on (B)(6) 2018 which showed the 8-15 contacts at 40,000 ohms. A second impedance check was on the day of surgery after the ins was disconnected using a wens, and the impedances were again oor for the 8-15 contacts. The patient had a full system replacement. The issue was reported to be resolved. No further information was reported. Additional information was reported that the patient was evaluated on (B)(6) 2018 by their doctor, and it was decided to go forward with the revision. No further information was reported. Additional information was reported that there is a dark portion of the lead that looks like it may have malfunctioned most likely due cause of the impedances issues. The lead will be returned for analysis. No further information was reported.

Manufacturer narrative:
A supplemental report will be submitted when analysis results for the returned lead are available. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: date MFR rec: please correct the initial regulatory report to an aware date of 2018-dec-13. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.